Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplement. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported "revision case, plate broke upon removal. Surgeon is notifying patient of product failure."